Manufacturer narrative:
(B) (4). Device #2: part# 12673-05, lot# 83039-6h indicated is being filed under a separate medwatch MFR number. Device# 3: part# 12673-05, lot# 83039-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and a second and third proglide were used with the same results. A fourth and fifth proglide were used to achieve hemostasis using the pre close technique. There were no reported adverse pt effects. No additional info was provided.